Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the labcell system and the centrifuge module. The cse determined that the communication error (33854) between the interface computer and the robot controller was due to a robot area door jam. The communication error was corrected once the robot area door properly opened and closed. The customer was instructed to ensure that the e-stop button is released and the robot cabinet door is closed. Additionally, the robot detected a potential uncapped sample tube at the interface gate. If an uncapped tube is present, the customer should manually remove the sample tube from the gate, clean and decontaminate the interface gate and robot gripper assembly. The customer should then correct the cap status at the sample in question (siq), bring the interface online and check the sample back in. The cause of the dropped tube is unknown. Siemens confirmed that this feature is available in all possible configurations of the system software version utilized at the customer site. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A communication error occurred between the interface computer and the robot controller on an advia labcell system. This caused an uncapped sample tube to be dropped in the centrifuge area. The customer reported that the sample tube being tested, was an emergency room stat troponin sample. A delay in testing occurred and the patient was redrawn. There were no known reports of adverse health consequences or patient intervention due to the dropped sample tube.